Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the stimulation is sending extreme generation down their right leg. The patient stated it is a buzzing sensation and uncomfortable. Caller states the stimulation is comfortable when she is lying down but becomes uncomfortable when she stands up. Caller states the stim is in her right leg, when it is supposed to be in her left foot. Caller changed from group a lying to group b (stim still down the right leg) to group c (stim too strong, really uncomfortable) to group d lying b(stim down the right leg) to group e (stim comfortable in the correct area). Troubleshooting revealed the groups that had adaptive stimulation enabled did not provide stimulation in the correct area. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.